Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white light was bright due to the brightness being set higher than normal. However, the definitive root cause of the light issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the white light intensity high fault found to be the devices brightness was set at +4. When the light intensity was set to 0, the light intensity on both white and nbi were ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the video system center showed a bright white light during the procedure. Readjusting the light with narrow band imaging (nbi) was tried, but the image was unable to be clear. The procedure was unknown and it was completed using the same set of equipment. There were no reports of patient or user harm associated with this event.